Manufacturer narrative:
Clinical code (e) 4580- insufficient information- an endoleak has occurred with no listed patient symptoms. No further information shall be received from the complainant. Impact code (f) 4607- hospitalization or prolonged hospitalization- patient remains in hospital. Medical device problem code (a) 2993- adverse event without identified device or use problem- a review of patient scans reveals that the thoraflex hybrid device has been implanted successfully, which is fully patent both proximally and distally. The integrity of the graft fabric does not appear compromised. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Component code (g) 4755- part/component/sub-assembly term not applicable. Type of investigation (b) 4111- communication / interviews- awaiting information from complainant. 4117- device not accessible for testing- device remains implanted. 4110- trend analysis- a review of similar events (thoraflex hybrid endoleak events jan 2024 aug 2024 vs thoraflex hybrid. Sales jan 2020 - aug 2024) gave an occurrence rate of (B)(4) (complaints vs sales). No trend was identified requiring action at this time. 4112- analysis of data provided by user/third party- a review of patient scans was performed, confirming an endoleak is demonstrated in the one-week post implant CT scan. There is no clear communication between the flow lumen of the device and the contrast enhanced region within the aneurysm sac, making a type 3 / 4 endoleak unlikely. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Investigation findings (c) 213- no device problem found- event has been determined to be attributable to an endoleak type 2, which is a non-device related event category. Investigation conclusions (d) 4310- cause cannot be traced to the device- event has been determined to be attributable to an endoleak type 2, which is a non-device related event category.

Event description:
The thoraflex hybrid device was successfully implanted on (B)(6) 20 24 (frozen elephant trunk (fet) and coronary artery bypass graft surgery (CABG). A postoperative CT discovered an endoleak of undetermined type on (B)(6) 2024. The patient is still hospitalised and the patient outcome is unknown. Follow up 1: this event is being submitted as a follow up #1 for mfg report number: 9612515-2024-00073 to correct the date of reporting (section b4) from 10 oct 2024 to 09 oct 2024 for the initial report of (B)(4). Follow up 2: this event is being submitted as a follow up #2 for mfg report number: 9612515-2024-00073 to provide event closure information for (B)(4).

Event description:
The thoraflex hybrid device was successfully implanted on (B)(6) 2024 (frozen elephant trunk (fet) and coronary artery bypass graft surgery (CABG)). A postoperative CT discovered an endoleak of undetermined type on (B)(6) 2024. The patient is still hospitalised and the patient outcome is unknown.

Manufacturer narrative:
Clinical code (e) 4580- insufficient information- an endoleak has occurred with no listed patient symptoms impact code (f) 4607- hospitalization or prolonged hospitalization- patient remains in hospital. Medical device problem code (a) 2993- adverse event without identified device or use problem- a review of patient scans reveals that the thoraflex hybrid device has been implanted successfully, which is fully patent both proximally and distally. The integrity of the graft fabric does not appear compromised. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Component code (g) 4755- part/component/sub-assembly term not applicable type of investigation (b) 4111- communication / interviews- awaiting information from complainant 4117- device not accessible for testing- device remains implanted 4110- trend analysis- a review of similar events (thoraflex hybrid endoleak events jan 2024 - aug 2024 vs thoraflex hybrid. Sales jan 2020 - aug 2024) gave an occurrence rate of 0.13% (complaints vs sales). No trend was identified requiring action at this time. 4112- analysis of data provided by user/third party- a review of patient scans was performed, confirming an endoleak is demonstrated in the one-week post implant CT scan. There is no clear communication between the flow lumen of the device and the contrast enhanced region within the aneurysm sac, making a type 3 / 4 endoleak unlikely. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Investigation findings (c) 3233- results pending completion of investigation conclusions (d) 11- conclusion not yet available.

Manufacturer narrative:
Clinical code (e) 4580- insufficient information- an endoleak has occurred with no listed patient symptoms impact code (f) 4607- hospitalization or prolonged hospitalization- patient remains in hospital. Medical device problem code (a) 2993- adverse event without identified device or use problem- a review of patient scans reveals that the thoraflex hybrid device has been implanted successfully, which is fully patent both proximally and distally. The integrity of the graft fabric does not appear compromised. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Component code (g) 4755- part/component/sub-assembly term not applicable type of investigation (b) 4111- communication / interviews- awaiting information from complainant 4117- device not accessible for testing- device remains implanted 4110- trend analysis- a review of similar events (thoraflex hybrid endoleak events jan 2024 - aug 2024 vs thoraflex hybrid. Sales jan 2020 - aug 2024) gave an occurrence rate of 0.13% (complaints vs sales). No trend was identified requiring action at this time. 4112- analysis of data provided by user/third party- a review of patient scans was performed, confirming an endoleak is demonstrated in the one-week post implant CT scan. There is no clear communication between the flow lumen of the device and the contrast enhanced region within the aneurysm sac, making a type 3 / 4 endoleak unlikely. There are a number of patent intercostal arteries in close proximity to contrast enhanced region, which make a type 2 endoleak the most likely source. Investigation findings (c) 3233- results pending completion of investigation investigation conclusions (d) 11- conclusion not yet available

Event description:
The thoraflex hybrid device was successfully implanted on (B)(6) 2024 (frozen elephant trunk (fet) and coronary artery bypass graft surgery (CABG)). A postoperative CT discovered an endoleak of undetermined type on 1(B)(6) 2024. The patient is still hospitalised and the patient outcome is unknown. Follow up 1: this event is being submitted as a follow up #1 for mfg report number 9612515-2024-00073 to correct the date of reporting (section b4) from (B)(6) 2024 to (B)(6) 2024 for the initial report of (B)(4).